Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
A center manager reported a patient with stage three diffuse lamellar keratitis (dlk) in the right eye ten days post lasik. The patient noted they were very light sensitive. Topical steroid dosage was increased. A flap lift and rinse is scheduled to be performed additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.